Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 350cc mentor memorygel breast implant prosthesis was observed to have a white line going through the implant during a breast surgery prior to being implanted into the patient. However, the surgery commenced without any reported delays and a new implant was used to complete the implantation. No reported adverse events or patient outcomes were reported.

Manufacturer narrative:
On march 23, 2022, the mentor failure analysis lab has received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 13, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and leak testing of the device. Visual analysis of the returned device determined that a line of excess material, measuring 1.5 cm in length, was found at the patch of the breast implant. In addition, some bubbles (1.0 cm x 1.0 cm) were found within the gel. Leak testing was performed, according to the mentor procedure, and no leak sites were detected during the analysis. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. While this complaint was initiated for a white line found in the implant, through the assessment it was identified to be an excess of silicone material as part of the manufacturing process, that will not cause injury and is unlikely to render the product unusable or difficult to use. There are inspections at various stages of the manufacturing process, however excess silicone is a normal variation that can occur. Manufacturer¿s reference number: (B)(4).